Manufacturer narrative:
Two photos and one device was received in use condition, decontaminated, without its original packaging and inside a plastic bag. A visual inspection did not detect any potential cause of occlusion. Functional testing reported an occlusion was observed between the female luer and filter connection. The complaint was confirmed. The root cause was due to glue residue from manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel to explain the importance of adherence to the procedure.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the heating tube was not able to be used. The infusion solution was not flowing past the gas vent filter. No patient harm was reported.